Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump passed the delivery accuracy test. Pump was received with all the buttons intermittent response due to flattened all the buttons dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and no delivery. The no delivery was resolved with an infusion set and reservoir change. The customer suffered a stroke and was hospitalized on (B)(6) 2018. Customer's blood glucose level was 800 mg/dl. The customer was unable to rewind the insulin pump due to alarm. They were treated with insulin drip and discharged her and gave her the backup plan. The customer declined high blood glucose troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device passed the delivery accuracy test at 0.08755 inches. Device was received with all the buttons intermittent response due to flattened all the buttons dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked.